Event description:
The caller reported that the blood glucose device gave a higher-than-expected reading during a hypoglycemic event. The user was experiencing low blood glucose symptoms of a headache, dizziness, and feeling faint. The user tested on her guide system and received a blood glucose result of 93 mg/dl, which she felt was erroneously high. The user was unable to self-treat and her husband called the emt's. The blood glucose result and treatment provided by the emt's was not provided. The user was transported to the hospital. The blood glucose result obtained at the hospital was not provided. The user was treated for low blood glucose at the hospital, however the type of treatment given was not provided. It is unknown how long the customer was hospitalized. The user declined to provide any further details.